Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart and motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed unexpected restart and during troubleshooting, customer stated that the insulin pump received another unexpected restart alarm after the battery has been replaced. Customer also reported to have received a motor error and a no delivery alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No motor error alarms or external error alarms noted. Unit functioned properly. Unexpected restart alarm noted during unexpected restart error test due to leaky voltage on connector interface board. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads.